Event description:
It was reported that pump declared altitude alarm 21 while insulin delivery was suspended, even though pump was within normal operating altitude and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to gently clean speaker holes, remove and reconnect cartridge, and wait for insulin delivery to resume; pump resumed normal operation without recurring alarms.